Event description:
It was reported that the patient visited the emergency room (ER) with hypoglycemia on (B)(6) 2025. The patient's blood glucose (bg) levels declined to 43 mg/dl while wearing the pod between 5 and 24 hours. Patient noticed the pod was leaking and began to panic. The patient ripped the pod off their abdomen and ate half a glass of marmalade to counter the low bg. Afterwards the patient called the emergency line and was taken to the hospital. During transportation, the patient's bg levels rose to 91 mg/dl. The patient was taken to (B)(6) and was treated by (B)(6). The patient applied a new pod and was discharged after 6 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.